Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided.

Manufacturer narrative:
.

Event description:
The customer stated that they received questionable results for one patient sample tested for multiple assays on a c501 analyzer. Of the tests run on the sample, the sample had erroneous results that were reported outside of the laboratory for triglycerides (trig) and cholesterol gen. 2 (chol). The sample initially resulted as 15 mg/dl for trig and 7 mg/dl for chol. The initial results were reported outside of the laboratory. The sample was repeated on a different analyzer, resulting as 262 mg/dl for trig and 186 mg/dl for chol. The repeat results were believed to be correct. The patient was not adversely affected. The trig reagent lot number was 125523 and the chol reagent lot number was 131268. The reagent expiration dates were asked for, but not provided.